Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020. The patient was reported to have a chronic ldh elevation. There were no change in pump parameters. The site performed a ramp test that was negative, there was also a negative malignancy workup and elevated plasma free hemoglobin were also observed. A cta chest was shown to have the left ventricular assist device inflow and outflow cannula with outflow cannula bio-debris resulting in less than 25% luminal narrowing. The patient was started on heparin. The patient had suspected pump thrombosis and the pump was exchanged. It was reported that the device operated as expected. Additional information from duplicate 30jul2020: event details: bleeding around original apical cuff and pump inflow cannula, as reported by dr. (B)(6). This was after pump was exchanged from hmii to hm3 due to suspected thrombosis. Procedure done by full sternotomy. Actions performed: pump was reinforced with heavy ties as per dr. (B)(6).

Manufacturer narrative:
Related manufacturer report number 2916596-2020-05556. Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), identified the presence of a deposition in the outlet stator which could have contributed to the reported elevation in ldh; however, the report of outflow cannular bio-debris could not be confirmed through this evaluation. A specific cause for the reported previous history of gi bleeding could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient underwent a pump exchange on (B)(6) 2020 due to device thrombosis. (B)(6) was returned assembled with the driveline severed approximately 3¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The apical sewing ring was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft attachment, sealed outflow graft bend relief hardware, and sealed outflow bend relief collar were returned unattached from the device; however, the outflow graft and outflow graft bend relief were severed adjacent to the hardware. Upon disassembly of the returned device, a red deposition was observed in the outlet stator loosely seated adjacent to the bearing ball. The deposition appeared to partially obstruct 2 of the stator vanes. Although the deposition lacked evidence of denaturation and laminated layering, it could have contributed to the report of elevated ldh due to the partial obstruction of the blood flow path. The origin of the deposition and an exact duration for which it was present within the device could not be conclusively determined through this evaluation. The remainder of the blood-contacting surfaces of the returned pump did not identify any additional developed depositions or thrombus formations which would have contributed to a flow issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2014. The heartmate ii lvas instructions for use (IFU), lists device thrombosis, hemolysis, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information mentioned the patient had a previous history of gastrointestinal bleeding.

Manufacturer narrative:
Section b5: correction. Bleeding on (B)(6), (new pump after pump exchange due to thrombus) will be correctly reported under MFR 2916596-2020-04401. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Bleeding around original apical cuff and pump inflow cannula was erroneously reported under MFR 2916596-2020-03878, and will be reported on the correct pump under MFR 2916596-2020-04401.